Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery, on stapling of the tissues, the stapler was not able to fire. The surgeon was able to press the green button, but was not able to squeezed the handle and the instrument was blocked. When the handle was replaced with a new one the firing of this cartridge was not possible again. The surgeon used another cartridge to complete the procedure. There was no patient injury.